Event description:
Please see the attachments reporting that the (B)(6) regulatory department has received a warranty claim reporting a failed implant not manufactured or distributed by the (B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".